Event description:
Cup impactor handle will not screw into cup. Threads are stripped.

Manufacturer narrative:
(B)(4). Examination of the returned instrument confirmed the threaded tip is damaged from misuse and/or heavy usage. The vendor date code ag0306 indicates the instrument was manufactured in march of 2006 and is over 8 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed..

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.